Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10, h11 corrected fields: b5, g3, h6 (device code, evaluation result codes, evaluation conclusion codes).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) failed the annual maintenance checks. The stm was unable to get the transducers to hold a calibration and the iabp eventually developed an electrical test fail code 52. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) that encountered the issue replaced one transducer, and the front end board. The stm was then able to recalibrate all transducers, and unit held the calibrations, performed a complete system checkout. Unit passed all testing to factory specifications. The iabp unit was cleared for clinical use, and released to the customer. The full name of the initial reporter named is (B)(6). He is a getinge employee with different contact details from that of the event site which are as follows: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) in the cs300 intra-aortic balloon pump (iabp), an electrical test fail code 52 popped up. The stm informed that the transducers were calibrated, but appeared to have lost calibration, and could not be recalibrated. There was no patient involvement, and no adverse event reported.